Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath, sapien 3 valve and commander delivery system were returned to edwards lifesciences for evaluation. Visual inspection of the esheath revealed multiple tears/holes on the sheath strain relief. The sheath was partially expanded 7 inches from the comnut. The remaining sheath was unexpanded. Following the removal of the strain relief, a puncture was observed on the hdpe proximal to the distal end of the strain relief. The sheath liner was also torn with 2 large liner strands visible. Scratches were observed on the sheath shaft and a valve strut on the inflow side was bent backwards. No applicable imagery was provided for review. Due to the nature of the complaint, no functional testing could be performed. Dimensional analysis of the liner thickness along the liner tears was performed. All measurements met specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints related to the appropriate trend categories. Complaint history review from february 20109 through january 2020or the edwards esheath (all models and sizes) revealed additional returned complaints related to the appropriate trend categories. A review of complaint history revealed that the monthly occurrence rate did not exceed the january 2020 control limits for the trend categories. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo 100% visual inspections under magnification. The esheath final assemblies undergo multiple 100% visual and dimensional inspections by both manufacturing and quality. Additionally, after sterilization, product verification (pv) testing is performed on a sampling plan. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were confirmed based on visual inspection of the returned device. Investigation of the device, review of lot history, DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Although patient¿s vessel characteristics were not provided, scratches on the hdpe shaft (figure 5) can be an indicative of sheath interacting with vessel calcium. Multiple tears/holes on the strain relief were likely the result of calcium nodules scrapped and dragged along the line. Calcification can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, resulting in the reported resistance. Furthermore, calcification can interact with the sheath, weakening the liner material and making it more susceptible to tear/puncture. As mentioned in the description ¿something was catching" and the valve strut appeared to perforate the sheath liner, tearing the liner as the system was advanced.¿ therefore, it is possible that additional device maneuver to overcome the resistance could have caused the valve strut to penetrate through the weakened liner and tear/puncture it. As the valve strut was caught at the puncture site, additional push force likely caused the valve strut to bend backwards. Exposed/bent valve strut could have been caught on the punctured liner and further caused the observed liner tear and strand as the valve was withdrawn back and stuck in the sheath housing. Although a definite root cause was not able to be confirmed, available information suggests patient factors (vessel calcification) may have contributed to the resistance encountered during the advancement of the delivery system and valve though the sheath. In addition to the vessel calcification, procedural factors (excessive manipulation of the devices, valve strut caught on the sheath liner), may have contributed to the observed liner tear / punctures and strands. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, no pre-dilation of the access vessels was performed prior to the insertion of a 16fr esheath. Significant resistance was encountered during the advancement of a 29mm sapien 3 and commander delivery system through the sheath. It was reported that it felt like ¿something was catching¿. It appeared that a valve strut perforated the sheath liner, tearing the liner as the valve/delivery system were advanced. The device advancement was stopped. The valve, delivery system and sheath were removed as a until from the patient without injury. A new sapien 3 valve, delivery system and esheath were prepared and successfully used for the procedure. No consequences to the patient were reported. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided. The initial valve, delivery system and esheath were returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation, when the strain relief was cut to expose the liner, liner strands were observed to be ¿peaking out¿ of the strain relief.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.